Manufacturer narrative:
(B) (4).

Event description:
The patient thought deep brain stimulator therapy was not helping her with her symptoms. She visited her hcp who determined that the stimulator was turning off by itself. When on, the device helped control the patient's tremors. The patient did not have a patient programmer to tell them it was on or off. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.